Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 411 mg/dl and 350 mg/dl and low blood glucose of 72 mg/dl. The customer stated that they treated the high blood glucose with bolus. The customer stated that the drive support cap appeared normal. The customer declined troubleshooting and was assisted with programming of the insulin pump. The insulin pump will not be returned for analysis.